Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module (sn: (B)(6) for a male patient sample. The following data was provided (customer¿s reference range: <34.2 ng/l for male patients): (B)(6) 2026 initial result for sample ID (B)(6) = 608.1 ng/l. This result was questioned. The same sample was repeated on another alinity instrument (sn: (B)(6), and the result = 12.9 ng/l a second sample was obtained from the same patient. Sample ID (B)(6) result on instrument (B)(6) = 16.8 ng/l, repeat result on instrument (B)(6) = 14.5 ng/l. A third sample was obtained from the same patient (sample ID (B)(6) and the result on instrument (B)(6) = 20.1 ng/l, result on instrument (B)(6) = 17.2 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.